Event description:
It was reported that the ilet issued a ¿dosing stopped, connect cgm or enter bg¿ alert and failed to pair with the dexcom g7 after toggling between g6 and g7 and re-entering pairing code 8616, during which the patient¿s dexcom app showed a blood glucose of 318 mg/dl; the scenario was consistent with intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the cgm with intermittent communication failure traced to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.